Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient experienced drive line alarm and came to the center. The primary system controller was switched to the backup system controller, but the alarm issue continued. The mod cable was exchanged and the issue was resolved. The review of the log file review showed drive line power fault. A complete loss of power was also observed after the system controller exchange resulting in a clock reset and pump stop for an undetermined amount of time. The customer stated that the patient switched the primary system controller to the backup system controller. No treatment was provided for this and the patient is stable.

Manufacturer narrative:
Manufacturer's investigation conclusion: evaluation of the patient¿s submitted controller event log file confirmed a controller clock corrupt alarm indicating a total loss of external power to the system controller, which appeared consistent with depletion of the backup battery, therefore causing a pump stoppage. Additionally, the lvad event log file confirmed a pump stoppage which appeared consistent with the findings in the controller event log file. The controller event log file contained approximately 40 minutes of data on (B)(6) 2019. The log file recorded the default timestamp of (B)(6) 2000 from the start of the log file for approximately 15 minutes until the clock was changed to (B)(6) 2019 at 9:13:02 am. The log file recorded events through 9:37:35 am on (B)(6) 2019. The pump operated at or above the low speed limit for the duration of the log file. The log file captured controller clock corrupt alarms for the entire time that the date was set to (B)(6) 2000. The controller periodic log file contained one line of data of patient support due to the reported controller exchange prior to the log file download. The date was set at the default date of (B)(6) 2000. The system controller was last in use on (B)(6) 2018 where the backup battery use count was 7. When the system controller was turned on at 11:13:55 pm on (B)(6) 2019 the backup battery use count was at 9 indicating that the backup battery was further depleted. The lvad event log file contained data from 17oct2019 to 22oct2019. There were no atypical events until (B)(6) 2019 at 10:13:56 pm when was a pump reset, which is consistent with the reported system controller exchange. The log file recorded normal operation through 9:14:52 pm until the next line of data captured the default timestamp of (B)(6) 2010 and a pump reset indicating a total loss of power to the system, which appeared consistent with depletion of the patient¿s backup battery. Once power of an unknown source was restored to the system controller, the pump regained normal operation through the remainder of the log file spanning approximately 18 additional seconds following the event. The hm3 lvas IFU and patient handbook explain the battery charge level, fuel gauge display, and all visual and audible alarms. Instructions for exchanging batteries and switching power sources are also provided. Additionally, these documents explain that heartmate 3 patients must be attached to the power module or mpu during sleep or any time when sleep is likely. It is also noted that depleting the batteries and the backup battery will cause the pump to stop. No further information was provided. The manufacturer is closing the file on this event.